Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as the relevancy of the patient's history to the patient reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs lead had migrated out of the epidural space. As a result, the lead was repositioned (date of procedure unknown) which resolved the issue. However, the issue recurred. Per the patient's request the scs system was explanted.